Event description:
The following was reported: "patient referred to facility for PICC fracture by district nursing team as PICC leaking at site when flushed with saline." No other information was provided. Additional information 4/3/2023. The patient attended aohu and had their PICC line removed as the problem had been found in the community with the district nurse. The district nurse attended to dress the PICC and saline splashed out of the fracture when attempting to flush the line. The patient did not come to any harm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
The following was reported: "patient referred to facility for PICC fracture by district nursing team as PICC leaking at site when flushed with saline." No other information was provided.